Manufacturer narrative:
Batch review performed on 25 july 2022: lot 2117028: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2026-12-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implanted component. Gmk-sphere patella bone lot. Unknown.

Event description:
The patient came in reporting pain due to a patella bone dislocation and the cause is unknown. The surgeon released the pcl, revised the poly, and did a lateral release. The surgery was completed successfully.